Manufacturer narrative:
Concomitant medical product: 507252 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and oversensing. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.